Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, the customer noticed 4 tubes without gel. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows four tubes with missing gel. Additionally, 100 retained samples were visually inspected, and no missing gel was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, the customer noticed 4 tubes without gel. There was no health impact or consequence reported.